Event description:
Performance data revealed that there was an atrial lead warning approximately 3 years prior and was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high impedance. It was noted that the lead was not functioning at a previous follow-up visit and was programmed off. A lead revision was scheduled. Upon examination it was found that the ra lead was completely fractured at the suture sleeve and in two pieces. The lead was explanted and replaced. Additionally, it was reported that the left ventricular (lv) lead had high impedance and high thresholds. The lv lead was found to have a visible fracture at the suture sleeve but was in one piece. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned in segments. Analysis cannot be completed at this time due to pending litigation. Concomitant products: 8042b crt-p, implanted (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2009. (B)(4).